Event description:
It was reported via repair work order that the bed functions were not working due to bed lockouts being turned on. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.